Manufacturer narrative:
The account replaced the head actuator to repair this bed.

Event description:
The account alleged the head down will not work and will buzz when the button is pushed. The control box was just replaced.